Manufacturer narrative:
Based on the provided information, there is no clear evidence for either user error or malfunction. The customer has not provided further information for investigation.

Event description:
It was reported that the couch parameters of a field on an indexed patient was 5 cm different from the previous day. Based on the available information, the patient was treated with two plans with two different isocenters.